Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming from the cartridge into the tubing. The user's blood glucose level was 160 mg/dl. Tandem technical support educated the customer on proper cartridge fill procedure and the customer was successfully able to load a new cartridge and resumed insulin delivery.